Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with unknown saline breast prostheses. Bilateral deflation of the breast prostheses was confirmed through visual examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.